Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was having difficulty with the infusion sets. Blood glucose level at the time of the incident was 256 mg/dl. The customer also reported that on the morning of the call he had a blood glucose level of over 600 mg/dl. The customer also stated that he almost died from hypoglycemia 15 times. The customer was sent a replacement infusion set but will not return any products for analysis.